Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, loss of capture was detected on the right ventricular (rv) lead. The rv lead also exhibited under sensing. The rv lead was programmed to undersense r waves in some cases, then deliver a pace to the refractory tissue. No intervention was performed at this time.